Event description:
In 2008, the pt's husband reported that part of the piston rod on the pt's insulin infusion device broke off last night. He said the broken piece is not part of the plunger. The pt's husband was assisted in setting up the pt's backup infusion device. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a health professional or second party to address the issue. Prod was replaced and requested to be returned for eval.